Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the pharmacy was unable to scan multiple drugs. A field service engineer requested to replace the barcode scanner to eliminate the possibility of a barcode-related issue. The customer conducted tests with the new scanner, but it continued to display a "barcode not recognized" message. Despite exploring various options, scanning remained unsuccessful. Additionally, nurses faced difficulties retrieving medications and had to override the system to gain access. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was displaying an "unable to scan" error message. The customer reported that the device within the server was displaying a status of "critical override." However, upon checking both the device settings and the physical device itself, it does not appear to be in critical override mode. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.